Manufacturer narrative:
Final device investigation found that the seal cap of the sleeve was broken off. The device history record was reviewed and no anomalies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be reached as to what might have caused the reported event.

Event description:
It was reported that during a laparoscopic appendectomy, soon after insertion, while a maryland grasper was being used, the device head assembly fell apart, with apparent shearing of four tabs that hold the top to the rest of the trocar. There was a loss of insufflation, which made the case more difficult, and a delay of case progress. Another device was used to complete the case. There was no reported patient injury.